Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v368056 implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type lead product ID 3387s-40 lot# v367296 implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type lead product ID 7482a66 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type extension product ID 7482a66 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-aug-2012, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 24-jul-2012, UDI#: (B)(4); product ID: 7482a66, serial/lot #: (B)(6), ubd: 27-may-2012, UDI#: (B)(4); product ID: 7482a66, serial/lot #: (B)(6), ubd: 26-oct-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a revision procedure due to the inability to program the current ipg to match the settings of the previous one. The neurosurgeon and neurology team decided that revising the leads was the best option to optimize therapy. Upon removal of the original leads, tissue encased the lead contacts, an occurrence that the experienced neurosurgeon had not encountered before. New leads were implanted without issue, and programming is scheduled to take place in the coming weeks. The patient, who has dystonia, may require several months to achieve programming optimization. No troubleshooting was deemed necessary prior to the revision, as multiple programming sessions had been conducted before. The healthcare professional has no additional information.

Event description:
The manufacturer representative provided additional information clarifying that the patient had a full explant of their dbs system, and leads and extensions were revised. The information had been confirmed with the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.